Event description:
It was reported that the physician¿s office has had several patients who have had vns explanted. The office is unable to provide further details, and the nurse is unable to remember the patients who have had vns explanted to various reasons, which may have included infection(s) or lack of efficacy. Details are unavailable. It is unknown which of these patients have been previously reported.